Event description:
The report is not clear, but allegedly when an attempt was made to use the device to analyze the pt ECG, power either shut off or the device would never power on. The crew determined the battery was charge depleted. The pt was not resuscitated.